Event description:
It was reported anti-tachycardia pacing (atp) was provided on this implantable cardioverter defibrillator (ICD). Technical services (ts) review was requested to assist in determining if the atp was appropriate or not. The stored episodes show stable rhythms. This ICD is a single chamber device, so no atrial information is available. Further troubleshooting was recommended. Tachycardia therapy was programmed based on rhythmid, and the available information indicates the ICD was working as programmed. This ICD remains in-service. No adverse patient effects were reported. Additional information was received. This patient lost consciousness and was seen in the emergency department. The patient was noted to be in atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed device data. Ventricular tachycardia (vt) episodes were present at times and appear to be triggered by premature ventricular contraction (pvc). The episode prior the patient's syncope showed an episode of anti-tachycardia pacing (atp), that accelerated the rate into a ventricular fibrillation (vf) treatment zone. One shock was provided, and the rhythm was successfully converted. Ts recommended reprogramming options. This ICD remains in-service.